Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of adverse event ("due to symptoms related to essure device") in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2016. At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of adverse reaction ("due to symptoms related to essure device") in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced adverse reaction (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2016. At the time of the report, the adverse reaction outcome was unknown. The reporter considered adverse reaction to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pregnancy with contraceptive device ('pregnancy: birth-no complications') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal apin"), dyspareunia ("dyspareunia(painful sexual intercourse)"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and visual impairment ("vision problems"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removal & tubal ligation). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, abdominal pain, fatigue, gastrointestinal disorder, hormone level abnormal and visual impairment outcome was unknown and the urinary tract infection, vaginal infection and vaginal discharge had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device dislocation, dyspareunia, fatigue, gastrointestinal disorder, hormone level abnormal, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal infection and visual impairment to be related to essure. The reporter commented: discrepancy noted for date(s) of removal: (B)(6) 2016 and (B)(6) 2015. Patient received treatment for fallowing conditions: bleeding, bladder/ urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s): unspecified. Result: unknown, bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received. Adverse reaction updated with new events: pelvic pain, abdominal pain, dyspareunia, pregnancy: birth-no complications, device ineffective, migration, uti, vaginal infection, vaginal discharge, fatigue, gi conditions, hormonal imbalance, vision problems were added. Outcome of the events bladder/ urinary problems updated. Lab data added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.